Event description:
A customer reported experiencing a fill resistance issue with their device. While the specific blood glucose level was unknown, the value displayed as "high," indicating an impact. The customer addressed the high blood glucose level by administering a correction injection using multiple daily injections and did not require third-party assistance. The issue was resolved by successfully filling the cartridges after changing the syringe/needle and cartridge. Cartridge replacements were scheduled to be sent as requested by the customer.